Event description:
Information was received that the nail preconsolidated. The nail was removed on an unknown date.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.